Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this cardiac resynchronization therapy defibrillator (crtd) due to concerns of possible left ventricular (lv) loss of capture (loc). Technical services (ts) agreed and discussed it could be functional loc due to timing vs output issue. Ts recommended bringing in clinic to test. This crtd remains in service. No adverse patient effects were reported.